Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional called to report left side no complaint against the device. Healthcare professional later reported left side capsular contracture baker grade iii. The devices has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, weight to spec, creases flat and white particles in the shell cloudy in the gel observed, after autoclave cycle based on the device analysis, the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional called, to report left side no complaint against the device. Healthcare professional later reported, left side capsular contracture, baker grade iii. The devices has been explanted and replaced.